Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s insertion needle was stuck in the sensor. Customer did not experience any symptoms and treated themselves by removing the needle from the sensor. There was no report of death or permanent impairment associated with this event.